Event description:
Boston scientific received information that the day post implant there was exit block and loss of capture with this right ventricular (rv) lead. The telemetry nurse informed the field representative that the patient's heart rates had been in the thirties and forties for most of the night prior to the check. By report, the patient's underlying rhythm was erratic so pauses greater than two seconds may have occurred. The pacing outputs were increased and capture was obtained. Subsequently, surgical intervention was performed and this lead was explanted and replaced with a longer lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the conductor coils were deformed at 235 mm from the terminal pin due to the stylet. Resistance pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, with the exception that at 235 mm from the terminal pin there was insulation issue noted due to the stylet. Laboratory testing was unable to reproduce the reported clinical observations was available, and noted that therapy through the lead was available.